Manufacturer narrative:
The hill-rom technical support representative diagnosed the oil leaking from the safety drum with the account and determined the actuator restoration set needs to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account ordered the actuator restoration set and will install it on the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating a likorall 250 s irc was leaking oil. There was no patient/user injury reported. The lift was located in the biomed/maintenance department at the account. This report was filed in our complaint handling system as complaint (B)(4).